Event description:
The account stated that the architect c8000 analyzer's water inlet valve does not close and the inlet connector was damaged and was smoking. Field service replaced the valve and inlet connector. There were no injuries reported. There was no impact to patient management reported due to this issue.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Correction: in the previous med watch report, the text stated that the inlet connector was "smoking "which was incorrect. Further clarification of this complaint indicates that the inlet connector was damaged and was "leaking" and not "smoking". This issue is no longer reportable. This is the final report.